Event description:
On the day of the cardiac electrophysiology procedure, the patient was prepped using sterile technique and the introducer sheath was easily placed into the right femoral vein using a modified seldinger technique. When placing the short sheath (of the 9 french introducer kit) over the access wire, resistance was noted by the physician. Fluoroscopy showed a kink in the wire near the venous puncture site. The 9 french dilator and sheath were removed. The dilator was then used to attempt to straighten the kink in the wire. The wire appeared to be stuck. A smaller dilator was placed over the wire; however, when doing this, the inner coil of the wire snapped. When attempting to remove the wire, the inner coil kept extending, similar to a slinky. The physician was able to remove the wire completely and the patient was not harmed.